Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. The customer stated they were able to clear the alarm but were unable to complete the rewind process. The customer stated that the insulin pump stopped working and got it working after getting rain on it and now it goes through batteries in an hour. The insulin pump passed the self-test. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. The customer stated that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.